Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-sustained tachycardia episodes and short interval counts (sic). Stored electrograms (egm) showed noise. During pocket manipulation impedances varied 30% from baseline. Real time egms during isometrics did not show noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an rv lead impedance warning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).